Event description:
It was reported that the patient underwent a posterior lateral lumbar fusion of l2-l3-l4 in which rhbmp-2/acs was used. It was reported that on (B)(6) 2012, the patient underwent a posterior lateral lumbar interbody fusion with instrumentation of l5-s1. It was reported that on (B)(6) 2013 the patient underwent a posterior lateral fusion, facetectomy, and decompression of l5-s1. It was reported that on (B)(6) 2013, the patient underwent a posterior lateral interbody fusion with re-instrumentation of l2-l3. It was reported that on (B)(6) 2014, the patient underwent a lateral lumbar interbody fusion of l3-l4-l5 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient developed chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: decompression of the l2, l3, l4 nerve roots; posterolateral arthrodesis l2-3, l3-4; posterior segmental instrumentation l2-3, l3-4; use of local allograft and bmp. 5) hardware removal (partial). Preoperative diagnosis: severe neurogenic claudication; severe stenosis l2-3, l3-4; history of l4-s1 fusion. Per-op notes: ¿at this point, the transverse processes were decorticated at l2, l3 and l4. Again, please note the l2, l3 and l4 nerve roots have been very well decompressed. Local allograft was placed over the transverse processes bilaterally. Bmp was also used. Next, the posterior instrumentation was applied without difficulty at l2-3, l3-4.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.